Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2015-21299, reference MFR. Report: 1627487-2015-21300. The patient received an occipital and supra-orbital (off-label) system which includes two model 3149 leads (with the same lot number) and two model 3166 leads. It was reported the patient received effective stimulation, however, surgical intervention was undertaken to improve coverage. During the procedure, the left and right supra-orbital leads and the right occipital lead were explanted and replaced. The ipg was also electively explanted and replaced. The patient stated receiving effective stimulation post-procedure.